Event description:
It was reported that the collimator locked up on the 9900 system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and calibration files were installed during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).